Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. After several attempts without success, the pipeline and the pushwire could not be retracted. As a result, the physician decided to leave the device in the patient. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).